Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information was obtained from the representative indicating that the dislodgement was confirmed through x-ray and no clinical observation was noted prior to dislodgement. The rv lead was capped and replaced with new lead. No additional adverse patient effects were reported.